Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was changing her infusion set. Customer's blood glucose level was 220 mg/dl. The customer did not have time to troubleshoot. The device was not returned.